Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited oversensing of t wave. Programming changes were made. No patient consequences was reported.